Manufacturer narrative:
Product analysis # (B)(4): brief description of complaint: about half way through the case, the surgeon reported melting on the device tip. A second device from the same lot number was connected and the issue reoccurred. The generator settings were set to cut 8 and coag 9. The surgeon reported melting on the third device, however it was not as degraded as the first two used. Investigation conclusion: the reported issue was confirmed. Both returned devices display signs of damage deemed unacceptable by product specification standards. Device #1 has an electrode wire that is no longer supported by the excessively melted plastic housing. The wire is broken, detached on one side. Device #2 has excessive melting and charring of the electrode housing and coagulum buildup within the suction port. Insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the electrode wire and the plastic housing which can diminish device performance, compromise the plastic housing and the electrode wire and can contribute to the clogging of the suction opening. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported melting on the plasmablade device tip. The surgeon tried two additional plasmablade devices and the issue recurred. There was no adverse effect to the patient reported.